Manufacturer narrative:
This report is associated with argus case (B)(4), biotene oral balance gel (aroma).

Event description:
(B)(6) twins got into a one quarter full bottle of biotene oral balance gel (aroma) [accidental device ingestion by a child]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion by a child in a (B)(6) patient who received glucose oxidase (biotene oral balance gel (aroma)) gel (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene oral balance gel (aroma). On an unknown date, an unknown time after starting biotene oral balance gel (aroma), the patient experienced accidental device ingestion by a child (serious criteria gsk medically significant) and accidental drug intake by child. On an unknown date, the outcome of the accidental device ingestion by a child and accidental drug intake by child were unknown. It was unknown if the reporter considered the accidental device ingestion by a child to be related to biotene oral balance gel (aroma). Additional details, adverse event information was received on 30 september 2016. The consumer stated that her (B)(6) twins got into a one quarter full bottle of biotene oral balance gel (aroma) and it was then empty. Consumer was unsure if the twins ate the gel or just spilled it.